Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not confirmed. The device's delivery accuracy was running at three different tests, all of the test were found to be in factory specifications for accuracy. Performed pm (preventative maintenance) on pump. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device was dispensing dosage amounts lower and higher than set amount. No patient injury was reported.